Event description:
It was reported by service report that the bearings are worn or broken. The cot also has a missing caster mount, washer, and nut. No pt involvement or adverse consequences are reported.